Manufacturer narrative:
Concomitant medical product: d314trg crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an open and infected device implant site. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.